Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative (rep) regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported there was an empty pump. The reporter didn't have access to the patient or a physician programmer. The event was being reported after the reporter spoke with the hcp. They were not with the physician or patient at the time of the report. When the hcp had read the pump, it showed it was empty. The refill date had been (B)(6) 2015 but the pump read 22 to 23 milliliters had dispensed since the last update. The reporter didn't know if logs were checked to get the alarm date from the logs. It was then reported the patient was in the hospital for a non-pump related infection, they thought it may be sepsis due to a leg infection but are not sure. The patient had a high white blood cell count and the hcp as a result didn't intend to fill the pump for fear of introducing infection. The patient had missed their refill due to being hospitalized. The reporter planned to follow up with the hcp. No patient symptoms related to the empty pump were reported. No further information was provided including when the empty pump message first occurred, if the patient was experiencing any symptoms, what troubleshooting was performed, if any actions or interventions occurred and if the empty pump was resolved. Additional information has been requested but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.